Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.25 x 16 synergy drug-eluting stent was advanced for treatment. However, during the procedure, it was noted that the shaft was kinked and stent was lifted. The procedure was completed with a different device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: synergy ous mr 2.25 x 16 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent struts at the proximal end of the stent, struts were lifted and pulled distally. The undamaged crimped stent outer diameter was measured and the result is within maximum crimped stent profile measurement. Stent damage most likely occurred when the stent struts got caught in the calcification during withdrawal attempts. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found that a hypotube kink at 241 mm distal to the distal end of the strain relief. A partial break of the laser-cut region at 346 mm proximal of the distal end of the distal tip was also noted. The type of damages noted on the hypotube shaft are consistent with excessive force that could have been applied to the delivery system. A visual and tactile examination of the outer extrusion and mid-shaft section and visual examination of the inner extrusion found no issues with the extrusion shaft. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.25 x 16 synergy drug-eluting stent was advanced for treatment. However, during the procedure, it was noted that the shaft was kinked and stent was lifted. The procedure was completed with a different device. There were no patient complications nor injuries reported.